Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. It was also reported that damage to the pump housing caused difficulty loading cartridges. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.